Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 153 mg/dl. The customer stated that she observed the tubing by the reservoir appearing bent, which could have been the cause of the no delivery alarm. She agreed to call back. No further assistance was necessary. Nothing further reported.